Manufacturer narrative:
This report is for an unknown plate / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this report is being filed after the review of the following journal article: reill, p. (1975), experience with the ao small-fracture-set, handchirurgie, vol. 7, pages 177-180 (germany). The aim of this study is to present a technique using ao plates and screws for internal fixation. Between september 1971 to 1973, a total of 31 phalangeal fractures underwent internal fixation. Surgery was performed using an ao screws and plates. The following complications were reported as follows: 1 patient had a delayed bone healing. Some patients had a decreased stretch ability, which was solved by physiotherapy. This report is for an unknown synthes screws and unknown synthes plates. This impacted product captures the following adverse events: delayed bone healing. Decreased stretch ability. This report is for one (1) unk - plate. This report is 2 of 2 for (B)(4).